Event description:
The pt reportedly developed a skin flap infection. The pt was admitted to the hospital on (B)(6) 2013 and placed on IV antibiotics (piperacillin, meropenem, and ceftazidime) for one week. The pt's device was explanted.